Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low battery alert and had a blank display. The customer¿s blood glucose level was 151 mg/dl. The customer reported that he tried three diff batteries and it keeps saying insert battery and then went blank. The customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. Customer stated the insulin pump had not been exposed to moisture recently. Customer replaced the battery and cleaned out the cap again and then the insulin pump came on and said post-reset ram crc alarm and power loss alarm and the batteries last almost for two months. The insulin pump will not be returned for analysis.